Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection on the returned sample photo revealed a leak that appears to be coming from between the top left fill port and fill port tubing. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 4000ml exactamix eva tpn bag was leaking. It was further reported that the lipid chamber compounder connection line was leaking at the bag / line interface of the dual chamber bag. The event occurred during preparation. There was no report of patient injury or medical intervention associated with this event. No additional information is available.